Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. D4: batch # 317c87. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was broken off and returned inside a plastic bag and the slip block assembly was noted to be damaged and with a reload loaded in the device and three additional reloads (b-d) present. The reload loaded had the proximal 14 drivers up and the remaining drivers down with staples present, a swing tab in the locked position and the knife not completely within the doghouse. The reloads (b and c) were returned unfired and with the swing tab in the locked position and the reload (c) was received with one driver up, the swing tab in the unlocked position and the right gripping surface damaged. No functional test was performed due to condition of the device. The event reported was confirmed and it is related to improper use of the device. The swing tab in of reload (b and c) in the locked position, the reload (c) in the unlocked position and the gripping surface damaged, are consistent with an improper loading technique. While the exact nature of the pressure apply to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are press against each other when the latch is been close damage to the knob could occur. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 317c87, and no non-conformances were identified. The lot#755c33 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a gastrectomy the surgeon was using an open linear cutter, ntlc75. When trying to initiate firing, the gun got stuck and the firing stopped mid-way. 3 units of sr75 was involved in the same procedure. The surgery was delayed 15 minutes. A new device replaced.